Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the lift base kit low base of having the left leg bent upward. The underlying cause could not be identified.

Event description:
The dealer states the consumer was attempting to pick up a patient off the floor and one leg on the base bent up.